Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 7/10/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: disply is dim and reddish. Unrelated to the complaint, there is one battery compartment crack from case seal toward battery compartment lip.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.